Event description:
Per the clinic, the patient experienced open wound and developed an infection around the implant site. Subsequently, the patient was treated with several rounds of oral antibiotics which is on (B)(6) 2025; daily for a duration of 2 weeks, on (B)(6) 2025; daily for a duration of 2 weeks and on (B)(6) 2025; for a duration of another 2 weeks. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.